Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1c1dk implanted: (B)(6) 2017: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that an implantable neurostimulator was explanted, and a lead fragment remained implanted. It was noted that the medical records showed said the "interstim was not working, severe urge incontinence" and that the ins was explanted on 17 dec 2020. An x-ray confirmed the presence of a lead fragment remaining in the body. The caller was provided with magnetic resonance imaging (MRI) information for further evaluation.